Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. The customer indicated that the pump is not recording the bolus history. His blood glucose was over 600 mg/dl at the time of incident. Troubleshooting found that the customer's drive support cap was normal. Customer declined to troubleshoot for air bubbles and high pressure test and indicated that the bolus history appears to be incorrect. Troubleshooting indicated that the device was performing as designed and declined to send pump for analysis.